Event description:
Per the clinic, the patient developed an infection at the implant site in (B)(6) 2025 (specific date not reported). The patient was subsequently treated with oral antibiotics for duration of 7 weeks (specific date not reported). The patient later experienced wound dehiscence at the implant site, which led to extrusion of the implant (specific date not reported). On (B)(6) 2026, the patient underwent a wound debridement procedure followed by explantation of the device during the same surgery. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.